Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was approximately 200 mg/dl. Reportedly, the infusion set was changed and insulin delivery was resumed or the alarm was cleared then insulin delivery was resumed.